Event description:
A malfunction alarm was reported. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was informed about the need to replace the pump, which was under warranty, and planned to use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery.